Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the tip of the retaining sleeve broke off during screw insertion: difficult soft tissue situation, the connection between the screw and the holding sleeve became loose and the tip of the instrument as well as the primelock broke off. This is 4 of 4 reports for this event.

Event description:
This is 4 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received and is entering the complaint system. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation is ongoing.

Manufacturer narrative:
A manufacturing evaluation was performed and states the following: magnum manufactured the retaining sleeve ¿ for matrix. Due to an unknown cause, the threaded tip broke. The material and hardness of the inner sleeve was confirmed to be within specification. The threads, threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position. (B)(6).

Event description:
This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
An additional evaluation was performed and states the following: the device was sent to the responsible product development center for investigation. The investigation has shown that the articles were manufactured according to the specifications. It was determined that a part of the primelock thread was broken off. It was suggested that the damages happened because the retaining sleeve was not tightened enough in the primelock thread. It is also reasonably suggested that the connection between retaining sleeve and pedicle screw was dissolved unintentionally (by holding the green knob) during screwing. This in combination with high lateral forces on the screw can finally lead to an overload and to a breakage of the thread.

Manufacturer narrative:
A manufacturing evaluation was performed and states the following: the screws spherical outer diameter cannot be measured after finishing, the peeled m6.5 x 0.75-6h thread cannot be measured because of damage, and the collets internal diameter cannot be measured in its manufactured split condition.